Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the user interface module fixed the reported issue.

Event description:
The customer reported that the touch screen on this ventilator is freezing up. The screen was calibrated and after a while the problem comes back.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim assembly and powered uim in to user mode and the touch screen was responding properly. Cycled the power in to service mode and successfully recalibrated the touch screen. Proceeded by constantly switching to different ventilation modes in neonatal, pediatric and adult patients in user mode. Continued by adjusting settings while the unit was cycling. Repeatedly adjusted mode of ventilation and settings for about three hours and the touch screen was still working properly. Left the uim cycling over night for a total of fifteen hours, started adjusting modes of ventilation and settings once again for thirty minutes, the screen remained working properly. Unable to duplicate the reported problem.